Manufacturer narrative:
Investigation results: in response to the event reported by your facility a device history review was conducted for lot number 3222375. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph was returned to aid in our investigation. Inspection of the photos shows that the unit has been removed from the package. The catheter and needle assembly are shown from the barrel hub to the tip of the needle. The catheter is still over the needle and some dark colorations are observed at the tip of the needle as described by the customer, but some dark specks are seen throughout the body of the catheter and catheter. It cannot be distinguished if the discoloring is between the catheter and the needle or on the outside on the catheter only. Although your reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Address information (city) was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard foreign material on needle and/or catheter. The following information was provided by the initial reporter, translated from spanish to english: when opening a short peripheral catheter, model insyte autoguard 22 g x 1.00 inch caliber stain in the catheter material path closest to the distal end of the tip of the material, the professional upon noticing this stain decides not to use the device in the patient, proceeds to open a new one that had no stain described above.